Event description:
Per spontaneous email from field nurse (B)(6). Pt's cadd extension tubing for her cadd legacy pump is leaking from the filter for the third time in a month. Called pt and she cannot 100% confirm the lot number on the leaking tubing, but the other tubing on hand is lot# 3736068. She says it leaks from the filter, not the connector. She switched to a different set of tubing and it is no longer leaking. No harm to pt. She stated she sent a picture to lori, but I do not currently. Have a picture, we will send pt a new lot of tubing to see if it continues to happen and pt will also be more diligent about tracking tubing of numbers. Pt does not have the tubing available to return. No further info available. Reported to (B)(6) by pt/caregiver.